Event description:
It was reported that (1) tsw35 was used during a laparoscopically assisted vaginal hysterectomy without bso procedure. It was reported by the rep that the tsw35 would not allow stapling cartridges to properly load. The saline was used to clean out instrument but the instrument would not allow reloads to be inserted. Vascular cartridges were used. The surgeon stated the jaws would not close properly. It is unknown how the case was completed. There was no consequence to pt. 06/20/2000 additional info received from hosp: product was tsw35, not atw35. Changes made in above verbiage.